Event description:
Additional information was received from a consumer. It was reported that the patient had lost a substantial amount of weight and their battery migrated to the lower spinal column and cause much discomfort.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post laminectomy pain. It was reported that patient had to go back because they lost weight and the battery was laying very close to their spinal column. Revision was done and the battery was moved to "some meaty place". The date of the event was asked but unknown. No further complications were reported/anticipated.